Event description:
It was reported that an unspecified bd pen needle clogged during use. The followig was reported by the initial reporter: "it was reported needle was blocked. Verbatim: ¿ needle blocked notes: date sanofi received complaint: 26.10.2020. Date sanofi received the sample: (B)(6).2020. Pir: 100077608."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary customer returned (1) used 31gx8mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the pen needle was able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the b)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle clogged during use. The following was reported by the initial reporter: "it was reported needle was blocked. Verbatim: needle blocked. Notes: date sanofi received complaint: 26.10.2020. Date sanofi received the sample: 11.11.2020. (B)(4)."